Event description:
It was reported the pt had lost therapeutic effect from their device. It was stated the pt lost effect two days after implant. Troubleshooting suggested adjusting the device with the pt programmer. It was stated therapeutic effect was restored. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.